Manufacturer narrative:
Concomitant medical product: product ID: 37743, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient programmer (pp) had a poor communication screen. The pp would not communicate with the antenna attached. The patient also stated they were miserable due to not feeling stimulation. A replacement pp was sent. No patient complications were reported as a result of this event.